Event description:
It was reported that in (B)(6) 2010, pt had an inflammation at one end of suture line of the implant site that looked like "another belly button". The pt had lost therapeutic effect since his last pump replacement in (B)(6) 2010. At this time, the pt was at home and his status was reported as good. On (B)(6) 2010, the pt was in so much pain that his "blood pressure kept going up and up and he could barely get out of bed", "stitching was terrible" at the incision site where the pump was implanted. It was later reported that the physician moved the pump to the other side but the pt was still "in a ton of pain." The physician moved the pump again in (B)(6) 2011 and the pt was still in a lot of pain and could hardly get out of bed. The pt found the pump bigger that does not accommodate his body and wanted to switch to the small pump.

Manufacturer narrative:
(B)(4).